Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 10mg/ml at 3.997mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's medical history included type I diabetes. The patient reported that they had been losing weight since implant and their pump was flipping. A pump pocket revision was done to move the pocket/pump. The physician made a new pump pocket above the old pocket and sutured all four suture loops of the pump with sutures. The physician used a new section of pump segment to move and aspirated and primed the catheter only section post op. The patient's status was alive no injury. The patient was doing well after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.